Event description:
It was reported that, about one month after implant, this right atrial (ra) lead was found dislodged. The associated device was reprogrammed accordingly, and a lead revision was scheduled. The revision was performed, the ra lead was explanted and replaced. The device no additional adverse patient effects were reported. The lead was received for product investigation, and laboratory analysis could not confirm the reported allegation. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported allegation from the field.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time.

Event description:
It was reported that, about one month after implant, this right atrial (ra) lead was found dislodged. The associated device was reprogrammed accordingly, and a lead revision was scheduled. The revision was performed, the ra lead was explanted and replaced. No additional adverse patient effects were reported.